Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, lot# unknown, product type: unknown. The main component of the system. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient ate a lot on (B)(6) 2018 to test their bowels, and the patient had gas. Two days later they reported that there was ¿a wire hanging that wasn¿t there¿ when they started their procedure. They asked for assistance in increasing their stimulation to confirm that the leads were still in place, but it was unknown if it was resolved. No further patient complications are anticipated or expected as a result of this event.